Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: best estimate is (B)(6) 2018. (B)(4). It was indicated that the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 25.5 diopter) was explanted from patient¿s right eye because of patient experiencing pain, discomfort and visual disturbance. There was no incision enlargement, no vitrectomy, and no sutures used. A model zcb00 24.0 diopter was used as the replacement lens for the patient. Patient noted as recovered post exchange. The explanted lens was discarded. No further information provided.